Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device triggered the lead safety switch (lss) in he atrial channel due to high impedance measurements. No adverse patient effects were reported.